Manufacturer narrative:
(B)(4). There was a sporadic over current in the motor of the collimator, which caused a circuit breaker to trip. The field service engineer replaced the system part, which solved the problem.

Event description:
The customer reports that the frontal collimator not available.